Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), back pain ("back pain"), memory impairment ("memory issue") and headache ("headaches"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, alopecia, back pain, memory impairment and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, memory impairment, menorrhagia and pelvic pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Chronic pelvic pain and abnormal genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (sporadic/ moderate to severe)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C18715) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right tube did not occlude/ unilateral occlusion". The patient's past medical history included multigravida and parity 3 ((B)(6) 2009, (B)(6) 2011, (B)(6) 2014)). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included morbid obesity and postpartum depression. Concomitant products included paroxetine hydrochloride (paxil) since 2015 for postpartum depression. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal pain (sporadic/ moderate to severe)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain/back pain (sporadic/ moderate to severe)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and memory impairment ("memory issue"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the genital haemorrhage, menorrhagia, alopecia, back pain, memory impairment and migraine outcome was unknown and the headache and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube fully occluded. Right tube did not occlude. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (sporadic/ moderate to severe)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C18715) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right tube did not occlude/ unilateral occlusion". The patient's past medical history included multigravida and parity 3 (((B)(6) 2009, (B)(6) 2011, (B)(6) 2014)). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity and postpartum depression. Concomitant products included paroxetine hydrochloride (paxil) since 2015 for postpartum depression. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal pain (sporadic/ moderate to severe)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain/back pain (sporadic/ moderate to severe)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), memory impairment ("memory issue") and migraine ("migraines"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the genital haemorrhage, menorrhagia, alopecia, back pain, memory impairment and migraine outcome was unknown and the headache and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube fully occluded. Right tube did not occlude. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: unilateral occlusion (left tube occluded) quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, treatment drug, concomitant medication, lot number were added. Events abnormal bleeding (vaginal), migraines and device ineffective were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), back pain ("back pain"), memory impairment ("memory issue") and headache ("headaches"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, alopecia, back pain, memory impairment and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, memory impairment, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Chronic pelvic pain and abnormal genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.